Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm, a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was unknown. Customer reported the alarms were resolved by a complete set change. Customer reported the device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during displacement test due to physical damage on motor sleeve housing which prevents the motor slide moving forward. The motor passed motor test. Unable to verify excessive no delivery alarm due to motor error alarm. The insulin pump had deep cut on reservoir tube, cracked reservoir tube window, broken reservoir tube lip and minor scratched lcd window.